Event description:
It was reported that the tip of the probe broke inside knee joint. The tip was retrieved from the pt.

Manufacturer narrative:
Additional information will be provided once investigation is complete.